Event description:
Horrific traumatic brain injury on left at (B)(6) yrs old (1969) left my right side of body to have problems developing. My right breast never grew. A saline implant was implanted in (B)(6) 1983 (age (B)(6)). My surgical file I have, it's 2 pages of nothing, not even a manufacture or a part number. The surgeon put in on top of muscle too. It has been in me for 31 yrs. I am now (B)(6) yrs old and disabled. The implant has almost every side effect there is. I've been trying to get funding and surgery help for over 20 yrs now. I can't deal with the pain anymore. Its a solid baseball.